Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 191 mg/dl at the time of the alarm. The customer stated that the insulin pump alarmed threshold suspend a second time, during which the blood glucose was 143 mg/dl and the sensor reading was 40 mg/dl. The customer also reported other occurrences of sensor reading discrepancies. The customer's blood glucose was 101 mg/dl, compared with the sensor reading of 46 mg/dl. The customer was unsure what had led up to the complaint. She stated that she had noticed some bent sensor cannulas upon removal, but she stated that the sensor cannulas had not been increasingly bent. She was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.